Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: visual analysis of the returned device identified: opening, crease fold, wear abrasion and yellow particle inside the device . Leak test was performed and found opening on anterior . A microscopic analysis was performed which identify sharp opening on valve bond edge, under plug strap and punctured opening on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a opening sharp on valve bond edge, under plug strap side assessed as unidentified (tear) opening. One punctured opening on radius due to surgical damage like. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported and healthcare professional confirmed right side deflation. The device has been explanted and replaced.